Event description:
The customer reported that the device's energy output readings were high while testing sync mode. The device displayed a system failure - cycle power message and had error 00002 in the system log. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).